Manufacturer narrative:
The following fields have been updated with corrections: describe event or problem: it was reported that bd blood collection assembly with male luer lock broke during use. No serious injury or medical intervention was reported. Medical device brand name: bd blood collection assembly with male luer lock. Medical device type: fmi. Common device name: blood collection set. PMA/510(k)#: k172763.

Event description:
It was reported that bd blood collection assembly with male luer lock broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for breakage of the luer hub with the incident lot was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and mechanical testing and upon completion, all results met release specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has conducted further investigation relating to this issue through a CAPA and improvement opportunities have been identified and are in the process of being implemented. Based on evaluation of the customer photos, the customer¿s indicated failure mode for breakage of the luer hub with the incident lot was observed. Evaluation and mechanical testing of the retain samples was conducted and all results met release specifications. Further investigation activities have been conducted through a CAPA and improvement opportunities have been identified. As a result, these improvements are being implemented to help reduce further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences.

Event description:
It was reported that bd maxguard blood collection device with male luer broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer.  This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.

Event description:
It was reported that bd¿ maxguard blood collection device with male luer broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ maxguard blood collection device with male luer broke during use. No serious injury or medical intervention was reported.